Event description:
This is a 72 year old patient with a history of bilateral breast cancer and breast reconstruction utilizing silicone breast implants at an unknown facility. Recently, she presented to her primary care physician with complaints of hard, painful breasts with some drooping of the left one. An MRI done in 07/2005 revealed an extracapsular rupture on the right side and an intracapsular contracture on the left side. About four weeks later she was taken to surgery for removal and replacement of both implants. She did tolerate the surgery well and was discharged to home the same day.